Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up with episodes of automatic mode switch due to lead noise. The lead measurements were stable and in range. The patient was asymptomatic. The device was reprogrammed, the patient would be monitored.